Event description:
It was reported that during a biliary stenting treatment procedure, the catheter was stretched and the stent failed to deploy. The target lesion was in the bile duct. A biliary stent 10fr/5cm had been advanced to treat the target lesion. The physician encountered resistance while pulling the inner sheath and was unable to deploy the stent. The device was removed from the patient and it was noticed that the catheter appeared "slightly" stretched. The procedure was complete using a different device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.